Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging during software update, the screen language changed to english just before the update was completed, and all setting items were displayed as ¿value.¿ when moving to the gear icon, the screen stopped responding to touch, and no action could be taken. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the trilogy evo at the manufacturer's service center, ventilator inoperative alarm was displayed when the device was powered on. The log was checked and error code for evt_tpy_held_in_bm, therapy cpu is still running in boot monitor software, was found. It is believed that the ventilator inoperative condition occurred due to inconsistent software versions. The service center successfully upgraded the software upgrade without issue. This information does not indicate a malfunction of the device, yet a result of the service being provided currently. It has been concluded that the trigger for this condition would not reoccur during use, which in turn could not have the possibility to cause harm injury to the user. During the evaluation of the device at the manufacturer's service center, a ventilator service required alarm occurred. The log was checked and an error code related to the internal battery was found. Evt_internal_batt_failed means the internal li-ion battery is reporting a permanent failure. The device's internal battery was replaced to address the issue.